Manufacturer narrative:
The device was received fully deployed. The adhesive pad was not returned with the device. No damages or defects were observed on the adhesive welds. Upon opening the device, corrosion was observed on the top and bottom batteries as well as the pcb assembly. All attempts to retrieve data from the pod were unsuccessful due to the presence of corrosion. A leak test was performed and a tear was observed in the unexposed portion of the soft cannula. This tear diverted fluid from the intended fluid path which caused the observed corrosion and the subsequent data loss. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be conclusively determined, nor could the root cause of the reported adhesive failure be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.